Manufacturer narrative:
All maintenance of this shower chair has been performed by in-house facility maintenance personnel. The broken castor was replaced by an arjo service technician on february 1, 2007. The castor has been quarantined for inspection.

Event description:
The facility reports the caregiver and the trainee had just completed the shower and dressed the patient while the patient was on the shower chair. As they turned the chair to leave the shower room, the wheel broke. The caregiver held the chair to prevent it from tipping forwarded and called for help. The patient was lifted from the shower chair by a mechanical lift. No injuries were reported.